Event description:
It was reported that guidewire entrapment occurred. The patient underwent an endovascular aneurysm repair. A st/035/145 (bx/5) amplatz - pi guidewire was advanced for treatment; however, there was difficulty in removing the device which then got stuck on the stent. The guidewire was removed successfully, and the procedure was completed. No complications were reported.